Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic, rectal and vaginal area pain, sever vaginal and bladder infections, urinary incontinence, retention, leakage along with bowel incontinence, vaginal discharge, vaginal bleeding, and sever pain during intercourse. No further information has been provided.